Manufacturer narrative:
Method: device discarded therefore device unavailable for return and analysis. Results: device discarded therefore device unavailable for return and analysis. Conclusion: device discarded therefore device unavailable for return and analysis. (B)(4).

Event description:
Around 30-45 minutes into the case, during activation of coag (setting=9), the device arced and a branch of the axillary vein was cut. The device was in contact with the patient at the time of the event and was activated approximately one inch away from the vein that was cut. Approximately 100cc¿s of blood was lost from the patient as the vein was being repaired. There were no surgical complications and the patient is reported as doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.